Event description:
The account alleges the head section will drift down slowly. There was no reported injury or incident.

Manufacturer narrative:
Technician replaced the cardio pulmonary resuscitation valve to resolve the issue.